Event description:
This report is being filed after the review of the following journal article: jung s.w., jeon j.m., and lee c.h. (2024), characteristics and functional outcomes of varus displaced proximal humerus fractures, journal of orthopaedic science, vol. Xx (xx), pages 1-7 (korea, south). The aim of this retrospective study is to compare fracture characteristics and functional outcomes between patients who underwent surgery for proximal humerus fractures with and without initial varus displacement. Between 2010 and 2021, a total of 120 patients (51 male and 69 female) with a mean age of 62.1 years (range, 28 to 88 years) were included in the study. Surgery was performed using philos plate (synthes incorporation). 60 patients with initial varus displaced fractures were placed in the varus cohort (v cohort) and were sex- and age-matched 1:1 with a second cohort presenting proximal humerus fractures without varus displacement, referred to as the fracture cohort (f cohort). They were followed for a mean of 24.7 months (range, 12 to 96 months) postoperatively. The following complications were reported as follows: 2 patients had no bone healing. 18 patients had complications during follow-up including varus deformity (n=7), loss of reduction (n=4), implant-related problems (n=3), shoulder stiffness (n=1). 8 patients had revision surgery. Among these, 7 occurred in v cohort including 2 cases of shoulder arthroplasty. This report is for an unknown synthes philos plates. A copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown philos plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.